Event description:
Pump declared alarm 20 during pumping, but the customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Customer service assisted in loading a new cartridge using the correct technique, and the caller was able to resume insulin therapy successfully. No previous reports of similar issues with this pump serial number were noted.